Event description:
A customer reported that the solution inside of an infusor elastomeric device leaked into the housing. The exact location of the leak is unknown. This event occurred during patient use, though no patient injury or medical intervention was reported to be in association with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The affected device was received with fluid inside the housing which indicated a leak has occurred. A functional leak test was subsequently performed in which leakage was observed at the welded area of the volume indicator port located inside the infusor housing. The reported problem was confirmed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.